Event description:
The pt felt discomfort on her back. The surgeon found that a screw was broekn on the l3 left side. He removed the implants in 2006.

Manufacturer narrative:
Request has been made for add'l info and if rec'd will be supplied on the supplemental.